Manufacturer narrative:
It was reported that the error for, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The customer ordered and replaced solenoid valve 3 and 4 as well as the data acquisition (da) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced solenoid valve 3 and 4 valves as well as the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error for, "proximal pressure sensor autozero failed" (diagnostic code 110a), had occurred. The investigation is ongoing.